Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during continuous renal replacement therapy using a prismax machine, a patient experienced blood loss, resulting in a blood transfusion. It was reported that approximately one minute to the end of priming, the filter pressure jumped to 250 and an air leak alarm was generated. A new set was primed successfully; however, a significant amount of air was observed throughout the circuit. The air was successfully cleared and the patient was connected for therapy. This treatment setup worked for approximately 20 minutes then suddenly ¿clotted¿. The treatment was ended without blood return and the patient received a blood transfusion. The machine was changed, and treatment was continued. The patient outcome was not reported. No additional information is available.

Manufacturer narrative:
Additional information added to h6 and h10. Correction: a3 h10: the device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.